Manufacturer narrative:
Based on the claim against the product by the customer noting the bovie pen was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse replaced erbe due to m-02 error. The system was tested and verified as ready for use. The isi fse noticed on embedded serializer in master (esm) neutral pad had a tear on the cabling. When moved around, the connection to the neutral pad would no longer be registered. The intermittent bovie detection from esm was due to a damaged esm neutral pad cable. The isi fse replaced esm to resolve the issue. Isi did receive da vinci products involved with this complaint to perform failure analysis. The esm was analyzed and found with a physical damage. One pin of the neutral cable was pushed in and had a loose contact. The iesu was analyzed and found the errors m-02, n-ob/m-02-7. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the replaced devices did contribute to the customer-reported issue. The probable root causes of the reported issues are attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the erbe had errors after the start of the procedure and the surgeon was able to continue with the procedure robotically with the same generator. The isi fse went on-site and was able to reproduce the failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the bovie pen was not working. The caller stated there was a message on the integrated electro surgical unit (iesu) indicating that the energy was interrupted due to an error m-02. Intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review logs at the time of the call. The isi tse walked the caller through power cycling the erbe with no change. The isi tse walked the caller through disconnecting all cables from the back of the erbe and powering on the erbe. The erbe powered on without error. The caller reconnected the activation cables and proceeded with the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed the procedure was completed robotically. There was no impact on the patient. The same generator was used to complete the case. The generator was replaced after the case. The system powered on without errors and was resolved through troubleshooting.